Manufacturer narrative:
The reported event of "the left ventricular electrode and guide wire could not separate" was confirmed. As received, a complete lead was returned in one piece with a guidewire inserted inside the lead. X-ray examination found the inner coil was bunched up/ damaged at the proximal region consistent with procedural damage. The guidewire insertion/ removal test was performed, and the guidewire was unable to be removed due to a damaged inner coil at the proximal region. The cause of the reported event was due to damaged inner coil consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2025-16868. It was reported that premature battery depletion was noted on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. During the procedure, the left ventricular (lv) lead failed to be separated from the guidewire. The physician elected to not use the lead, and a new one was implanted. The patient condition was stable.